Event description:
Study. It was reported that during a coronary artery drug eluting stenting treatment procedure, a dissection occurred. The pt presented for treatment with stable angina. The procedure was a "stand-by" pci performed to the de novo, distal lad (left anterior descending) measuring 2.75x28mm with 90% stenosis. The lesion was predilated at 18atms with a 2.25x20mm balloon catheter and a 2.75x28mm taxus express2 drug eluting stent was then deployed at 16atms. Following deployment of the taxus express2 drug eluting stent, a dissection occurred at the stent edge; however, blood flow remained good and the dissection was not treated at that time. The lesion was then post dilated at 16atms with a 2.25x20mm balloon catheter resulting in 0% residual stenosis. The next day, the pt developed a subcutaneous hematoma at the right brachial artery access site. No treatment was performed for the subcutaneous hematoma and the pt was discharged three days following the index procedure. The physician does not feel the dissection was potentially related to the taxus express2 stent, but feels this may be related to the stenting procedure. The physician does not feel the subcutaneous hematoma may potentially be related to the taxus stent as well as the stenting procedure. The relationship between antiplatelet drugs and subcutaneous hematoma is unk. Ticlopidine was being given starting on the procedure date. Aspirin was given two months prior to the procedure. The investigator stated that the subcutaneous hematoma was related to the access site puncture.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.